Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. A partial lead was returned in two segments for analysis. Final analysis found external insulation abrasion was noted at 35.8-36.7cm from the distal tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 9.0-12.8cm from the distal tip. Internal insulation abrasions were noted at 6.6-8.2cm, 9.3-11.0cm, and 12.0-12.6cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.